Event description:
A hospital in (B)(6) reported via a distributor that an rt206 adult inspiratory heated breathing circuit failed the ventilator leak test due to a pinhole on the dryline tube. This was observed before patient use.

Manufacturer narrative:
(B)(4). The rt206 adult inspiratory heated breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) of the similar product is k983112. Method: the complaint adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the dryline tube sustained a hole, about 15.5cm away from the connector. A lot check revealed no other complaints of this nature for lot number 120120. Conclusion: it was identified that damage to the rt206 drylines was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced last year. The complaint dryline tube wa manufactured prior to the replacement of the faulty corrugator block. During the production of the dryline tubes, a pressure test is performed every (B)(4) and those that fail are set aside for further inspection. The user instructions for the rt206 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).